Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited some impedance changes, sensing and pacing issues. During the implantable cardioverter defibrillator (ICD) change out, it was determined that the lead had a clear insulation break near the pin. The pocket was exposed for an additional amount of time waiting for a repair kit. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.